Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. Reportedly, contact declined follow up to confirm if the transmitter regained connection with the pump. No additional patient or event information was available.